Event description:
This procedure was performed in another country in the sfa: the physician from halifax had a detachment of the sheath near the handle during the deployment of everflex. The stent also broke, and they had to remove the device from the patient. A small portion of the stent was missing and they think it is still inside the patient. The patient has not been injured and they completed the procedure with another device.